Event description:
It was reported that the patient presented remotely with an alert indicating capacitor charge time limit reached. The patient was brought into clinic and a manual capacitor maintenance was performed successfully. No other anomalies were observed. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).